Event description:
A consumer reported she has blurry distant and near vision following intraocular lens (iol) implant surgery. She has been prescribed glasses by her doctor; however, she reports she continues to have difficulty reading even while wearing her glasses. Additional information was received from the surgeon. The surgeon reported the patient sees 20/20 and he feels the difficulty is not iol related even though the iol may be off center by 1mm due to capsular fibrosis. He feels the patient needs to have an iol implanted in her fellow eye for binocular summation to occur; the patient refuses to have her other eye implanted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other reports in this lot number. Additional information was requested on 09/09/2009, 09/10/2009, 09/11/2009, 09/13/2009 and 09/14/2009 by phone, mail and fax. A partially completed questionnaire was received.